Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that following an implant procedure the patient developed an infection at the pocket site and the wound was not healing properly. The patient underwent an ipg explant procedure and flushed out the pocket site. The patient was doing well postoperatively.